Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv1195 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was diagnosed with acute b-lymphocytic leukemia in 2020 and was undergoing long-term chemotherapy. PICC was placed on (B)(6) 2020. There were no adverse events during the use. There was an unexplained fluid leakage which has not caused damage to the patient and there was no adverse events during use.